Event description:
It was reported prior to a planned generator replacement surgery for battery depletion, high impedance was detected on system diagnostics. Therefore, the patient underwent lead and generator replacement. The suspect product has not been received to date. No further relevant information has been received to date.